Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead exhibited high pacing thresholds, noise and under sensing. A chest x-ray revealed the lead had dislodged. The lead was explanted and replaced.